Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Olympus repair center found that the inner circuit board was damaged. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure inner circuit board. Aging deterioration may have caused the defect because over 6 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The inner circuit board was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the beginning of the procedure, the user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.